Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual evaluation of the returned product identified signs of use but no apparent malfunction identified. Some damages to implant external threads, most likely from removal process. Functional testing was performed and the devices were normally engaged/disengaged. Pre-existing condition was unknown. The implant was placed on tooth site #5 for approximately 3 months. X-ray or picture image was not provided. A device history record review (DHR) could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the healing collar was unable to disengaged from the implant. Implant had to be removed. The reported complaint could not be confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date not available h6: evaluation codes

Manufacturer narrative:
(B)(4). Patient weight: not provided. Device lot number: not provided/unknown

Event description:
It was reported that the healing collar was unable to disengaged from the implant. Implant had to be removed. Tooth location 5.